Event description:
Additional info received 8/12/2002 - reporter stated the child is doing fine and to the best of his knowledge, the child did not require medical treatment.

Event description:
Homecare pt was being fed using a pump. Approx 500 ml of an enteral feeding solution were hung, and the pump was set to deliver 45 ml/hr. 180 ml were delivered in 4 hours as expected. Pump was turned to hold position by pt's parent. When pumping resumed, the pump delivered the remaining product (approx 320 ml) in 3 hours. Following the event, the pt was found with gagging, vomiting and diarrhea. There was no illness, injury or medical intervention resulting from the event. One pt involved.